Event description:
On (B)(6) 2011, the pt reported, the last 5-6 infusion sets tubings she has used have become separated from the luer lock. She stated the other day, she pulled her infusion device from her pocket and the infusion tubing snapped off from the luer lock. The luer lock was still connected to the insulin cartridge. She stated, she does not use excessive force and is not exposed to extreme temperatures. The infusion tubing is changed within 6 days. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion set was replaced and requested to be returned for evaluation.